Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available. In addition, an error 2 message can be caused by very high levels of glucose and it is stated on the owners manual. At the time of the call, the customer was not aware that error 2 can be caused by high glucose levels.

Event description:
Customer's daughter reported her father received an error 2 message on his freestyle blood glucose monitor. As a result, he started to feel symptoms of "thirstiness, weakness and frequent urination". Subsequently, customer went to the facility where he was diagnosed with hyperglycemia. Customer did not report losing consciousness or having a seizure. It was reported a doctor treated and administered insulin to the customer to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.